Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed to ensure the pump was unplugged and to use the tip of their finger to press the button firmly, but the issue persisted. Technical support assisted the customer in removing the pump from its case and tried troubleshooting steps, but the problem remained. As the pump was under warranty, technical support arranged for a replacement pump. The customer was advised to use manual injections for insulin delivery in the meantime. Instructions were provided to return the faulty pump with a pre-paid label, and the customer confirmed their understanding and actions.